Event description:
It was reported that the device broke upon removal. The target lesion was located in a severely tortuous branch of the superior mesenteric artery. A 180x25cm fathom-16 was selected for use. During the procedure, the device was advanced and removed more than ten times, but it could not go into the target lesion perfectly. During one attempt, a big resistance was felt, so the device was simply pulled out from the patient's body. However, it was noted that the device was damaged and broken upon removal. The images were checked and confirmed that were no fragments inside the patient. The procedure was cancelled since a different guidewire also failed to advance to the target lesion. No complications were reported, and the patient was stable.

Event description:
It was reported that the device broke upon removal. The target lesion was located in a severely tortuous branch of the superior mesenteric artery. A 180x25cm fathom-16 was selected for use. During the procedure, the device was advanced and removed more than ten times, but it could not go into the target lesion perfectly. During one attempt, a big resistance was felt, so the device was simply pulled out from the patient's body. However, it was noted that the device was damaged and broken upon removal. The images were checked and confirmed that were no fragments inside the patient. The procedure was cancelled since a different guidewire also failed to advance to the target lesion. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The returned guidewire had the distal end kinked, detached and a section is stretched. No other issue or anomalies were identified. Microscope inspection was performed. The guidewire has the distal tip section with the coil wire stretched, detached and kinked. Dimensional inspection revealed that device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.